Event description:
It was reported that an arrhythmia occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. During initial deployment of the valve, a right heart block was observed. No other complications was otherwise noted. The patient was observed for 24 hours with a temporary pacer. The next day following the implant procedure, a permanent pacemaker was implanted. No patient complications were reported.